Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. As no product has been returned, no conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Refer medwatch reports: 2032227-2014-24954 and 2032227-2014-24957.

Event description:
Customer reported a hospitalization due to low blood glucose. She did not recall the blood glucose reading. She stated that the blood glucose was low because she did not have her sensor and declined troubleshooting for that issue. Nothing further was reported.